Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 100cc's. Pt had no adverse effects. Facility has reported that the pt required medical intervention which has not been specified. Sample is not available.

Manufacturer narrative:
The plant investigation has not yet been completed. Attempts to request medical records have been made and have not been rec'd by the MFR to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations.